Event description:
During preventative maintenance of the device, the field service representative reported that the unit would not run by battery. The batteries were replaced. Since the event occurred during preventative maintenance, there was no pt involvement during this event.